Event description:
It was reported that there was a hole in the tubing that resulted in a leak of lactated ringer's. The event occurred on a med/surg unit during patient use. It was confirmed during follow up, that there was no patient harm or user harm as a result of this event.

Manufacturer narrative:
The customer's report that there was a hole in the tubing that resulted in a leak was confirmed. The set was inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a tear in the silicone segment directly below the upper fitment component. No other obvious damage or issue was observed. Functional testing confirmed fluid leaking from the tear. No leak or any issue was observed from anywhere else. The cause of the leak was due to a tear on the silicone segment component. The root cause of the damage was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, no additional patient information provided.

Event description:
It was reported that there was a hole in the tubing that resulted in a leak of lactated ringer's. The event occurred on a med/surg unit during patient use. It was reported that there was no patient or user harm.